Event description:
It was reported that the patient complained of a racing heart. A transmission observed the right atrial (ra) lead with high capture measurements in the past. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.